Event description:
It was reported that there was possible clavicle crush. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4088 boston scientific lead. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
Additional information was received that the right ventricular (rv) lead displayed high pacing impedance and a sensing issue (short v-v intervals) while in use. The lead was explanted. No further patient complications have been reported as a result of this event.